Event description:
It was reported during a low anterior anastomosis the cdh29 stapler could not be completely fired. Washer did not cut and anastomosis was incomplete. Anastomosis was not cut out, distal resection done with tx60g, proximal resection done by hand. New cdh29 was placed and fired completely to finish procedure. After case completed, first cdh29 stapler was examined and was able to be fired completely with no tissue in the device. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50330. D6: info not available. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd completely fired out with the breakaway washer fully cut as a result of the subsequent firing after surgery as stated above. The instrument was reloaded with staples and a new breakaway washer and fired. It fired and formed all the staples as designed. The test media and the breakaway washer were fully cut. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation of the staples and a complete cut of the donuts.